Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a patient with an implantable pump for non-malignant pain and headache. It was reported that the hcp stated that the pump was dying and was inquiring if the patient could have magnetic resonance imaging (MRI). When asked for clarification, the hcp reported that the patient said the pump ran out of medication and it was beeping. The hcp also noted that they were going to have the pump removed in a month or two.